Event description:
The pump powered off by itself without sounding an audible alarm tone. The pt was receivin heparin at an unspecified rate. At an unspecified time, an rn entered the pt's room because the device was sounding an unspecified alarm. At this time, the device was plugged into ac power to clear the alarm condition. After an unspecified length, another rn entered the pt's room and found that the device was powered off. The pt stated that the device did not alarm at any time after being plugged into ac power. There were no adverse pt effects and no med intervention were required. The device was removed from clinical svc. The therapy was resumed using a replacement device.